Event description:
Cardiologist introduced minnie to the right illeac over a wire from the contralateral side. After flushing the catheter, he injected what appeared to be air. No patient impact was reported.